Event description:
Additional information received reported that the replacement surgery was successfully completed. After turning the device on, resistance values were normal.

Manufacturer narrative:
Analysis of the lead found no significant anomaly. It was noted that th proximal end of the conductor was broken due to overstress or damage. It was noted that the 0, 1 and 2 conductors were broken at their respective weld sites.

Event description:
Additional information received reported that lead replacement was performed. The ¿form of the screwdriver in a stimloc¿ used for the procedure was different from that of the normal products and the health care provider (hcp) was ¿very angry about that.¿

Manufacturer narrative:
Concomitant products: product ID 3387-28, serial # unknown, product type lead; product ID 3708660, serial# unknown, product type extension. (B)(4).

Manufacturer narrative:
The initial MDR was filed as manufacturing report #(B)(4). New information showed the correct manufacturing site was site #(B)(4). Analysis of the stimulator, serial #(B)(4), found no anomaly. A known good lead was connected to the returned extension and the extension connected to the returned stimulator. Normal impedances were observed on every electrode pair. Analysis of the extension, serial #(B)(4), found no anomaly. Analysis of the boot, product #3550-29, found no anomaly.

Event description:
It was reported that the patient was falling down. It was also reported that the resistance value on the ¿left 0 and 1¿ combination showed 56 ohms. In addition the battery was low and the patient needed to recharge two times a day. The patient was sent home after the device was shut off on the left side. Later that day it was reported that replacement data showed no impedance problem occurred. During the second week of may the clinical effect was no good and only 0 and 1 was 81 ohms. All other electrodes were within the normal measurement value so the patient was programmed to 0 and 2 and sent home safe. At the time of the report the patient was re-measured and showed 56 ohms twice. The patient was tested with other settings and they tried to readjust, but the clinical effect was no good. The patient gave permission and x-rays were taken. About two and a half weeks later it was reported that the health care provider (hcp) intended to do the ¿re-surgery¿ on (B)(6) 2013. Three days later repeat surgery happened again. The adapter and lead resistance value was measured. The measurement showed ¿approximately over 56 ohms.¿ then in spite of using a new stimulator and adapter, a resistance value over 40,000 ohms appeared. The hcp decided to ¿call off the exchange due to energization of the lead not working well and decided to indwell the lead.¿